Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's ins was very close to the surface of their skin, and that it has been shallow since implant. The patient noted that the ins moves around in the pocket when they recharge it. The patient did not consider this an issue. No patient complications were reported.